Manufacturer narrative:
Logs received. Several alarms was triggered several times: alarm 224 (mismatch between delivered and measured fio2), alarm 151 (o2 concentration low). It shows that there is no signs of 02 dosing issue. Suspecting depleted o2 sensor. Informed customer about the findings and ask if these machines are still equipped with the original o2 sensor installed.

Event description:
The customer reported while using bellavista 1000e, the alarm 151 (o2 concentration low) triggered during use to a patient . They tried to calibrate the o2 sensor without success. They switched to a hamilton mr 1 and restarted the device and connected it again to the patient. There is no patient harm or injury associated with the event.